Event description:
On (B)(6) 2018 an nsvt alert was received through hm, but it was confirmed a false recognition due to lead noise. On (B)(6) 2018 the patient visited the hospital due to the noise, and the device was checked. Provocative testing was tried and the noise could not be recreated. It was decided to continue to monitor the patient. Between (B)(6), lead noise events were observed again four times. This incident is still under investigation. It appears that the lead remains implanted at this time.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow up data were analysed. The pacing threshold values were around 1.2 v from (B)(6) 2017 to (B)(6) 2018 with a singular increase to 4 v in (B)(6) 2018. The iegm showed small intrinsic signals in all channels with loss of capture. Furthermore noise artefacts were noted on the rv channel which were oversensed as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the noise. Further information and data would be necessary to exclude dislodgement or external interferences.